Manufacturer narrative:
1. As described in the follow-up information: leakage occurred at the septum while waiting after the puncture. 2. No defective sample and photo have been received for the complaint. 3. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batch of products, the plant has launched CAPA to investigate the leakage at the septum. 4. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. Conclusion(s): no abnormalities are found in the process and retained sample. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
** Information received 1)what was the pressure setting on the powered injector used? 1) 12.5 2)does the leakage was caused as a result of the high pressure injection? 2) no 3)what was the root cause of the leakage? 3) isolation plug process problem 4)was the high pressure syringe used? 4) yes 5)where does the leakage occurred particularly? 5) isolation plug while waiting after puncture 6)kindly provide the physical/picture/video sample if available 6) no physical object or video 7)was there any patient impact? 7) the patient later complained to the hospital leadership, causing trouble for the puncturist.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, the patient needs to undergo a CT scan. After a superficial vein is successfully inserted into the patient, it is found that there is oozing from the end of the indwelling needle. The dressing is replaced after being disinfected again, and the tube is flushed with saline, but there is still oozing from the end of the indwelling needle. A new set of closed intravenous indwelling needles is obtained and the patient is re-inducted.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.